Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while transporting the patient from the ambulance to a bed, the cardiosave intra-aortic balloon pump (iabp) unit displayed no arterial pressure. The iabp was slaved to an external monitor. The iabp did not stop pumping though out the incident. It was later reported that the patient expired the next day.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate the problem. The fse checked external monitor blood pressure gain and blood pressure gain test. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.